Event description:
The customer reported that the device would not hold the touchscreen calibration for more than a few hours. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the remote service engineer (rse) advised the customer that the touchscreen may be faulty. The customer requested the part number for a touchscreen and an entire ui assembly. The rse provided the part numbers, and the customer would perform the repair. The investigation is ongoing.

Manufacturer narrative:
The rse provided part ID for touchscreen and user interface assembly. Caller to make any/all needed repairs and will call back only if further assistance is needed.